Event description:
Patient came in to have home infusion pump removed. Noticed dry white powder of fluorouracil on the outside of the small filter. Avanos c-series pump, 270 ml (5ml/hr). Lot 30124764.